Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077304.

Event description:
It was reported that patients lead had migrated. It was noted also that patients stimulation was inadequate. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be returned.